Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that cardiac tamponade was experienced. After using an intellanav oi catheter, cardiac tamponade was noted in the right ventricular outflow tract (rvot). An echo was performed and the tamponade was treated with pericardiocentesis. No further patient complications were reported and the patient's status is stable.